Manufacturer narrative:
The device ro 14 039 has been inspected for investigation purpose. The tests performed confirmed that the outer plastic ring of the optical sensor cable connector appeared to have been pinched causing the plastic to bend and crack. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the optical distance sensor was non-functional. There was no patient/user impact reported.